Event description:
The pump was received in the biomedical engineering department with a note attached that read: "the pca pump was switched from morphine to demerol. A loading dose was programmed in 50 mg. The pump registered it given, but the plunger hadn't moved. I reset plunger and programmed it again. This time, it gave 55 mg instead of 50. I then set the rest of the program. When I closed the door it started giving more demerol. Pump was then shut off." That was all the info available to the biomedical engineer staff mutiple attempts to obtain more info from the user facility risk manager and the nursing unit's nurse manager have not been successful. The nurse who wrote the note works night shift. He was given a name and number to call at abbott to provide more event details, but no call has been received. Other nurses from that unit were contacted. They had heard about the problem but they do not have any pt or event details. No adverse pt effects were reported. No further info was available.